Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that the ec45a device was received with no apparent damage and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, could not fire. During the single hole endoscopic pulmonary lobectomy, could not fire when severing the pulmonary parenchyma. Another device was used to complete the surgery. There were no adverse consequences to the patient.